Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient never called the hcp office after their visit on (B)(6) 2017. The patient was seen on (B)(6) 2017 and had turned the device off one week after the (B)(6) 2017 appointment. They stated that there were a lot of medication changes and the patient left the device off. The device was left off during the (B)(6) 2017 appointment, so no cause was determined for the leg stimulation and programming not working. The hcp ordered a x-ray of the pelvis to evaluate the lead location and placement and found that the lead was in place.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she was having some problems and was on program 4 because it was the only program that really worked. Patient had reprogramming session on feb 23 to tighten up the stim because she was feeling it down her leg. Patient stated since programming session, she has been really nauseated, feeling like she needs to throw-up, like she has the flu. She turned stim off from thursday until a day prior to this call, nausea still present but was much better. It was indicated that when she turned stim on at much lower setting, nausea returned and if she increased to high, the stim felt ¿tigher¿ and painful. There were no further complications that have been reported as a result of this event.